Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed, and the reported issue was confirmed. There was a black particle and hair in the device. This caused the reported issue. A new cassette was used to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a black particle and a hair was found in the 100ml flow stop cassette. The contamination was between the outside of the sterile bag and the plastic outside the cassette. There was no patient involvement, and no patient harm reported.